Event description:
It was reported that during the tenckhoff catheter adjustment procedure, the surgeon was getting ready to insert the device in the abdomen and noticed a crack on the distal end of the trocar cannula. At that time, they opened a new device and set that one aside to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: did any pieces fall into the patient? No. If yes, were they retrieved? N/a. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2022 d4: batch # w7025z investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2b12lt device was received with the clear lens damaged melted and broken. In addition, the packaging opened was returned along with the instrument. The event reported was confirmed and it is related to improper use of the device. The damaged on the clear lens, it is possible that the damaged was due to an improper handling of the device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.